Event description:
Bullard scope used for difficult intubation. White plastic tip extender came off in the patient's throat, and was not discovered. Patient coughed it out 10 hours after procedure. User states that it was determined that the tip extender was not attached completely before use.